Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded and contained insulin. There was no reported impact to customer's blood glucose level. Reportedly, the issue was resolved by reloading the cartridge.